Manufacturer narrative:
Based on the information provided, a general reagent issue most likely can be excluded. Upon a further investigation of the data provided by the customer, a different sample pool was measured with the roche and siemens analyzers. A 1:1 comparison between the two analyzers was not performed. A 1:1 comparison of a statistically valid number of samples is needed for a solid and robust method comparison.

Manufacturer narrative:
The customer clarified that the ft4 ii and ft3 values generated for their analysis were from samples measured either on the roche instrument or the siemens centaur instrument. The samples were not compared between instruments.

Manufacturer narrative:
(B)(6)

Event description:
The customer questioned high free thyroxine (ft4 ii) and free triiodothyronine (ft3) results from multiple patient samples who had normal tsh levels. The ft4 ii and ft3 results do not fit the patient's clinical history. The customer also complained that there were erroneous ft4 ii and ft3 results when comparing the same samples on a siemens centaur analyzer. The customer switched from a siemens method to the roche method for thyroid parameters and was not expecting the difference he is noticing. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the ft4 erroneous results. The customer ran approximately 3,278 routine patient samples on the e602 analyzer and repeated the samples on the siemens centaur analyzer. These were random patient samples from a one week period between (B)(6) 2015 that had normal tsh results. The customer has not complained about a specific sample, only about the elevated results he is noticing when comparing between methods. Out of these routine patient samples the customer identified approximately 100 ft4 ii values from the e602 analyzer that were > 1.8 ng/dl and 26 ft4 ii values that were > 2.0 ng/dl. The customer identified 12 ft4 values from the siemens centaur analyzer that were > 1.8 ng/dl and no ft4 values > 2.0 ng/dl. Out of the same routine patient samples the customer identified approximately 14 ft3 values from the e602 analyzer that were > 4.5 pg/ml. The customer identified 4 ft3 values from the siemens centaur analyzer that were > 4.2 pg/ml. Refer to the first attachment to this medwatch for the results that were provided. The specific comparison data for both ft4 ii and ft3 tests run on the e602 analyzer compared to the siemens centaur has been requested but not. The results from the e602 analyzer were reported to different physicians who did not trust the results and asked for repeat testing to be performed on the different system. It is not known which results for which patient were reported outside of the laboratory. On (B)(6) 2015, after the initial point of contact, additional comparison tests were performed with additional patient samples between the e602 analyzer and the centaur analyzer. The results from the e602 analyzer were provided. See the second attachment to the medwatch for these results. The comparison results from the siemens centaur analyzer were not provided. This information has been requested. No adverse event occurred. The e602 analyzer serial number was not provided.